Event description:
The patient stopped responding to auditory stimuli after sustaining a head trauma. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.